Event description:
Patient had tracheostomy which had developed cuff leak. Trach required unplanned replacement with respiratory backup and anesthesia backup. Trach lot number 21l0770jzx. Balloon cuff wouldn't stay inflated leading to balloon deflation when it was tested after explant.